Manufacturer narrative:
The field service representative (fsr) inspected the instrument, however no definitive part was identified as the cause of the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional tickets for falsely elevated free t4 patient results. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result generated for a patient sample. The following data was provided (customer¿s reference range 10.1 to 16.6 pmol/l): (B)(6) 2025 sample ID: (B)(6) initial result = >64.35 pmol/l, (B)(6) 2025 same patient new sample; sample ID (B)(6). Ran on another alinity (B)(6) and result = 14.86 pmol/l. Additional laboratory data provided by the customer: (B)(6) 2025 sample ID: (B)(6) tsh initial result = 1.98 miu/l, (B)(6) 2025 same patient new sample; sample ID: (B)(6). Ran on another alinity (B)(6) and result = 1.67 miu/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I free t4 result generated for a patient sample. The following data was provided (customer¿s reference range 10.1 to 16.6 pmol/l): on (B)(6) 2025, sample ID (B)(6), initial result = >64.35 pmol/l, (B)(6) 2025 same patient new sample; sample ID (B)(6). Ran on another alinity (B)(6) and result = 14.86 pmol/l. Additional laboratory data provided by the customer: on (B)(6) 2025, sample ID (B)(6), tsh initial result = 1.98 miu/l, (B)(6) 2025 same patient new sample; sample ID (B)(6). Ran on another alinity (B)(6) and result = 1.67 miu/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03r65, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k170317.